Event description:
It was reported that patient current battery placement was in poor position and migrated to mid right glute. It was noted that the patients implantable pulse generator (ipg) was no longer providing relief and was charging the ipg longer. The patient underwent an ipg replacement procedure for magnetic resonance imaging (MRI) abilities. The patient was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.